Event description:
It was reported that the zimmer air dermatome device had some black stain that appeared on a skin graft. Add'l clinical f/u on (B)(6) 2011 indicated that there was no harm to the pt and the harvested skin graft was partially usable. No add'l harvest was required and there was no delay in the surgery.

Manufacturer narrative:
The device was returned to the MFR for repair. The svc records indicate that the device is 15 years old and this is (B)(6) in for repair since purchased in 1996. The inspection found that the device was received with gouging to the blade side of the head, otherwise device had normal wear and tear. The cause of the reported issue is possibly due to lack of maintenance. While not able to determine a source of the black stain on the graft, the motor and other components had a varied amount of dried grease attached to them. It is unclear if this may have migrated to the outside of the device through a possibly compromised seal. In a properly maintained device, this coating would not be present, indicating this device has not been serviced in quite a while. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.